Event description:
It was reported that syringe 20ml ll s/c 50 plunger was melted. The following information was provided by the initial reporter: material no: 303310, batch no: 0290111. It was reported melted black plunger. Verbatim: an associate noticed that a bd 20 ml syringe luer-lok tip had ¿melted black plunger¿ inside the syringe barrel and not in an appropriate location. No patient injury.

Manufacturer narrative:
H.6. Investigation: sample and photos received for investigation, 20 ml syringe was visually evaluated, it can be concluded that the stopper is poorly assembled causing loss of functionality, the defect is confirmed. Possible root cause, misalignment of the dials on the transfer disc. Action plan to reduce the occurrence of the defect (poorly assembled cap) was established in november 2020, the change of the pneumatic system valves to ensure its correct operation, in addition, this activity was included in the semester maintenance plan for the team. The batch reported in this complaint it was manufactured prior to the implementation of the actions . Furthermore, during the documentary review, no quality events records were found in the product manufacture, the batch were inspected and later released in accordance with the valid work instruction. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll s/c 50 plunger was melted. The following information was provided by the initial reporter: material no: 303310 batch no: 0290111 it was reported melted black plunger. Verbatim: an associate noticed that a bd 20 ml syringe luer-lok tip had ¿melted black plunger¿ inside the syringe barrel and not in an appropriate location. No patient injury.